Event description:
(B)(6) 2022 ,the package was found broken during inspection.

Manufacturer narrative:
(B)(4). Quantity of 606 pieces found during incoming inspection by distributor. The device history review for the product visistat 35w 6/box lot# 73l2100054 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer returned 606 units of 528235 visistat 35w 6/box for investigation. The individual returned units were unopened samples in original packaging. The packaging of each unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. These defects included holes near the tip of the devices where the staples are ejected, as well as marks near the tip with no clear hole that passes through the tray. The sterile barriers of the returned samples are compromised due to the packaging damage. Defects were also observed in which the sterile barriers exhibited deformation. This warping was discovered on either the left side or the right side of the packaging. Dimensional, functional and any other additional testing was not required as part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73l2100054 was manufactured on 11/01/2021 a total of (B)(4) pieces. Lot was released on 11/12/2021. DHR investigation did not show issues related to complaint. The sterile barriers of the returned samples are compromised due to the packaging damage. Warping of the sterile barriers was also observed. The reported complaint of "packaging damage - other" was confirmed based upon the sample received. Visual examination of the returned samples revealed that the packaging is damaged to the point of compromised sterile barriers. The sterile barriers of all returned samples were observed to be defective. Warping of the sterile barriers was also observed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
19 may 2022 ,the package was found broken during inspection.